Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that 6mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that blade was lifted. The 75% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was pressurized three times at 6 - 8 atmospheres. Upon removal, there was resistance noted. Then, the balloon was removed while checking the balloon area by body surface echocardiogram (echo). It was noted that one of the blades was about half peeled off, but when pulled slowly, the blade did not peel off anymore and became a folded trunk, so it was determined that the blade was not easily peeled off. Finally, the blade was removed while confirming by echo that it was not detached. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that blade was lifted. The 75% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was pressurized three times at 6 - 8 atmospheres. Upon removal, there was resistance noted. Then, the balloon was removed while checking the balloon area by body surface echocardiogram (echo). It was noted that one of the blades was about half peeled off, but when pulled slowly, the blade did not peel off anymore and became a folded trunk, so it was determined that the blade was not easily peeled off. Finally, the blade was removed while confirming by echo that it was not detached. The procedure was completed with this device. No patient complications were reported.